Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. Elevated bg was address by manual insulin injection. Additionally, it was reported that ongoing occlusion alarms occurred. Customer reverted to an alternate method of insulin delivery.